Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at minimum rate and 10 mg/ml morphine at minimum rate via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had a loss of therapy. An MRI showed the catheter was fractured and floating sub-dural in cerebrospinal fluid (csf). The doctor decided to leave the catheter in and replace the catheter with a new catheter. The patient was not currently feeling any neuro side effects of having the catheter in csf. They were not aware of any environmental, external, or patient factors that may have led or contributed to the issue. A dye study was also noted to have been performed. The issue was noted to be resolved and the patient was "alive - no injury". The event date was asked, but unknown.